Event description:
It was reported that patient faced cannula issue with three infusion sets over past few weeks as cannula was found bent on (b)(6) 2026. The patient had high blood glucose level which was treated with pump.

Manufacturer narrative:
Initial 1 of 3.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.